Event description:
(B)(4). On (B)(6) 2013, the patient was randomized to IV tpa + solitaire fr and treated. The patient experienced a hemorrhagic infarction six days post procedure that was considered procedure related. The adverse event resolved 2.5 months later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.